Event description:
Related manufacturer reference number:1627487-2022-00686. It was reported the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may occur at a later date to address the issue. Patient has two scs systems implanted and it is unknown which ipg is related to the issue. Therefore, both ipgs are being reported.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received indicated surgical intervention occurred wherein the thoracic ipg was explanted and replaced to address the issue. No intervention was required for cervical ipg as the issue was with the thoracic ipg.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-00688 should not have been reported as a medical device report (MDR) after additional information received confirmed no alleged stated deficiency of the cervical ipg.